Event description:
Customer reported that a nurse was activating a heel warmer when it broke and splashed in her eyes. The infant patient was not affected. The customer reported that the nurse sustained a worker's comp injury and was treated in the emergency room. They did copious flushing and put her on ophthalmic antibiotics.